Event description:
Boston scientific received information that the patient with this device reported having three syncopal attacks in the (B)(6) years that they have had the device. No further information was available. The device remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.